Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a console failure. Iabp plugged into mains power supply but battery depleted quickly and console stopped. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3,h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer(fse) was not dispatched to evaluate the iabp unit. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. It was stated that the system was in use and continued to operate until the batteries depleted at which point the unit shutdown. The retractable power reel was found to be defective and would have caused a loss of power to the iabp. Battery run time was tested on both batteries and was found to have exceeded the minimum specifications. A replacement power reel (0012-00-1688-04) was on order. The customer handles their own repairs. If any additional information is received a supplemental report will be submitted.